Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records for the operation of ¿umbilical hernia¿ ¿repaired with mesh¿ were not provided.] (B)(6) 2009: (B)(6), md, phd. Operative report. First surgical assistant: (B)(6), md. Anesthesia: endotracheal and local. Preoperative diagnosis (es): recurrent incisional hernia. Postoperative diagnosis (es): recurrent incisional hernia. Name of operation: laparoscopic ventral hernia repair with mesh. Indications for procedure: ms. (B)(6) is a 32-year-old, african-american female with a history of an umbilical hernia that was previously repaired with mesh; however, at her old incision site she developed a new hernia. This is causing her significant discomfort and disability. As such, we are proceeding with elective surgical repair. Operative findings: 2 x 2 centimeter umbilical hernia defect, with no evidence of bowel incarceration or strangulation. Description of procedure: ¿after informed consent was obtained, the patient was brought to the operating room, where a time-out and briefing was held. The patient was placed on the operating room table in supine position. Deep venous thrombosis was employed using bilateral sequential compression devices. 2 grams of ancef were given pre-operatively within half hour of the incision. No further post-operative antibiotics were given. The abdomen was prepped and draped in sterile fashion. After infusion of ½% marcaine, a 10 millimeter incision was made along the left lateral abdomen. A veress needle was used to insufflate the abdomen to 15 millimeters pneumoperitoneum. Under direct vision, two additional 5 millimeter ports were placed approximately 7 centimeters and inferior to the original port. All ports were placed after ½% marcaine infusion. The camera was introduced to confirm no evidence of intra-abdominal injury. The hernia defect was then examined, with no evidence of incarcerated omentum or stomach. The hernia defect was measured at 2 x 2 centimeters, just superior to the umbilicus. As such, a 12 x 12 circular piece of dualmesh was chosen and cut to size. 4-0 prolene sutures were sutured to each quadrant of the mesh. The mesh was pre-soaked in antibiotic-soaked solution for five minutes. The mesh was then introduced through the 10 millimeter port into the abdomen using a suture passer device. The sutures were brought through the fascia and through the skin using small stab wounds. The mesh was placed to center over the hernia defect and to completely cover the defect. After the transfascial sutures were placed and tied down, then a protack device was used to tack the mesh around the circumference, as well as several tacks at the center of the mesh. In order to reach the left side of the mesh, two additional 5 millimeter ports were placed on the patient¿s right side in order to gain better access. After the mesh was confirmed in place, the rest of the abdomen was inspected to ensure hemostasis. The camera was removed, pneumoperitoneum was released, and all ports were removed. The 10 millimeter port site fascia was closed using 0 vicryl sutures. The wounds were irrigated. The skin was closed using 4-0 monocryl sutures, and all incisions were dressed sterilely.¿ attestation of presence: I was present for all critical portions of the case, beginning with the skin incision and ending with the placement of the mesh. I was immediately available for the skin closure. Specimens removed: none. Estimated blood loss: minimal. Sponge/instrument/needle counts: correct at the end of the case. Condition on discharge from operating room: stable and extubated to recovery room. (B)(6) 2009: (B)(6). Implant record. Material name: dual mesh 15 x 19 x 1 lf. Manufacturer: wl gore & associates. Ref #: 530340. Model #: 682. Lot #: 06750701. Quantity: 1. Size: 15 cm x 19 cm x 1 mm oval. Body site: abdomen. Expiration date: 05/27/2014. The records confirm a gore® dualmesh® biomaterial (530340/06750701) was implanted during the procedure. (B)(6) 2014: (B)(6), md. Operative report. Preoperative diagnosis: pelvic pain with left adnexal mass. Postoperative diagnosis: pelvic pain with left adnexal mass, with extensive adhesions. Procedures: 1. Exploratory laparotomy. 2. Lysis of adhesions. 3. Bilateral salpingo-oophorectomy with excision of a left adnexal cystic mass. 4. Appendectomy. 5. Placement of seprafilm. Co-surgeon: (B)(6), md. Anesthesia: general. Indications for procedure: the patient is a 36-year-old african american female, who has had a ventral abdominal wall hernia repaired with a synthetic mesh and as a result, has extensive adhesions to the anterior abdominal wall in the midline. A few months ago, she had to have her gallbladder surgery needed to be done with an open technique. Now she has a left adnexal mass that requires surgical excision. Indications, risks, benefits, and alternatives to the surgery were discussed with the patient. Dr. (B)(6), patient¿s gynecologist will be performing the gynecological part of the surgery and would dictate her own note. Informed consent: an informed consent was obtained. Estimated blood loss: [ni]. ¿patient was taken to the operating room and was given general anesthesia. Her anterior abdomen was prepped and draped in the sterile manner. A lower abdominal transverse skin incision was made and the rectus fascia was opened transversely. The midline rectus muscle was separated and the peritoneal cavity was entered by opening the peritoneum. The patient was noted to have extensive adhesions of the omentum to the anterior abdominal wall where the synthetic mesh repair was done. Most of the small bowel was collapsed and did not appear to be involved in the process of adhesions. The mass was readily identified on the left pelvic sidewall. The mass was mobilized. Its vascular pedicles were ligated. It was then completely removed and sent for histology. The bleeding from the raw surface on the left pelvic sidewall was controlled with application of fibrillar avitene. Because of the patient¿s extensive adhesions, decision was made to remove the remaining right ovary and tube and the appendix as well to make sure patient does not need any more pelvic surgery in future. The right ovary and tube were then excised by ligating their vascular pedicle and removing the attachments to the pelvic sidewall. The right ovary and tube were then sent to histology separately. The base of the appendix was identified. An opening was created in the mesoappendix. Ta30 stapler was fired across the base of the appendix. The appendix was transected distal to staple line. The mesoappendix was ligated and divided with 0 vicryl. Appendix was sent for histology in formaldehyde. Pelvis was irrigated with copious amounts of warm saline and all the irrigation fluid was aspirated. The surgical field appeared to be pretty dry. The seprafilm was placed to prevent any further adhesions from surgery. The peritoneum was closed with 0 vicryl. The rectus muscle was closed with 0 vicryl. Dr. Ryan then proceeded to close the rectus fascia and the skin and subcutaneous tissue. The initial and final sponge, instrument, and needle counts were taken and reported to be correct. The patient was awakened, extubated, and transferred to post anesthesia care unit in awake and stable condition.¿ estimated blood loss: [ni]. Complications: [ni]. Condition: [ni]. Disposition: [ni]. (B)(6) 2014: (B)(6), md. Operative report. Preoperative diagnoses: 1. Left adnexal cyst. 2. Pelvic pain with complex surgical history. 3. History pancreatitis. 4. Hypertension. 5. Anxiety. 6. Chronic obstructive pulmonary disease. 7. Gastroesophageal reflux disease. 8. Peptic ulcer disease. 9. Hypercholesterolemia. Postoperative diagnoses: 1. Left adnexal cyst. 2. Pelvic pain with complex surgical history. 3. History of pancreatitis. 4. Hypertension. 5. Anxiety. 6. Chronic obstructive pulmonary disease. 7. Gastroesophageal reflux disease. 8. Peptic ulcer disease. 9. Hypercholesterolemia. 10. Remnant of the right tube and ovary. Procedures performed: exploratory laparotomy with left salpingo-oophorectomy, removal of remnant of right tube and ovary and appendectomy with lysis of adhesions. Assistant: (B)(6), md. Anesthesia: general endotracheal anesthesia. Operative findings: ¿on entering the abdomen, we were able to identify the left ovary, which did appear to have an approximately 5 to 6 cm cyst. It was densely adhered to the vaginal cuff and sidewall. On examination of the right side of the pelvis, there did appear to be a small remnant of the right ovary and tube. That was removed. The appendix appeared normal; however, it was removed to prevent any need for further surgery. Exploration of the upper abdomen revealed adhesions of the omentum to the anterior abdominal wall and mesh. We were able to palpate the mesh.¿ specimens: specimens are left tube and ovary. Remnant of right tube and ovary and appendix. Indications for procedure: the patient was seen prior to the start of the procedure. The risks, benefits, and alternatives of the procedure were reviewed with the patient. Informed consent: obtained. Procedure: ¿the patient was then taken to the operating room, where she was placed under general anesthesia. She was prepped and draped in the normal sterile fashion. A time-out procedure was performed. The patient was given 2 grams of mefoxitin prior to the start of the procedure. A pfannenstiel skin incision was made with the scalpel and carried down to the underlying layer of fascia with bovie cautery. The fascia was incised in the midline and extended laterally with mayo scissors. Two kocher clamps were used to grasp the superior aspect of the fascial incision and the underlying rectus muscles were dissected off. In a similar fashion, the kocher clamps were used to grasp the inferior aspect of the fascial incision and the underlying rectus muscle was dissected off. At this time, there was some bleeding on entering the abdomen. The patient has some blood vessels that were cauterized, as well some bleeding from dissecting off the lower rectus muscles. A kelly was used to grasp the peritoneum and it was entered with metzenbaum scissors. This was then extended superiorly and then inferiorly with good visualization of the bladder. Initially, a hand held retractor was used, as well as packing the bowel to get visualization of the pelvis. We were able to palpate the left ovary however it was not mobile. It was densely adhered to the vaginal cuff and sidewall. At this time, the decision was made to put in an o¿connor o¿sullivan retractor. The bowel was then packed back and the retractor was placed. At this time, careful dissection of some filmy adhesions on left side was performed to release the nearby bowel. Attention was then paid anteriorly where there was a thicker piece of tissue attaching the ovary to the sidewall. The ovary was carefully dissected out. We were able to identify the vessels of the infundibulopelvic ligament and individually we took right angles and placed them under the vessels and put an [sic] 0 vicryl free tie under the vessels and tied the vessel off. We then cauterized through the vessels. The pedicle appeared to be hemostatic. This allowed the ovary to be freed up to some extent; however, there is still the dense adhesion of the anterior aspect. We continued to try to peel away the tissue where the scar tissue was. We stayed close to the ovary to avoid trauma to any other organs or blood vessels. We also identified the round ligament and cauterized through that, and we were able to take down the tissue, which was scarring the ovary in the anterior abdominal wall. This left a denuded serosal surface that was oozing; however, once we were able to mobilize this area, we were able to make sure that the remainder of the blood vessels were tied off. At one point, a heaney stitch was placed along the edge of the serosal tissue for hemostasis. Eventually, we were able to dissect the left ovary and tube out. The specimen was in tact [sic] and sent to pathology. At this time, the pelvis was irrigated multiple times to ensure the bleeding was hemostatic. There continued to be some bleeding and oozing from both the bladder edge and then again from the denuded area were [sic] the dense scar tissue was. A figure-of-eight stitch was placed over the denuded tissue in an attempt to get the bleeding to stop. This area was then packed and attention was turned to the right pelvis where we were trying to grasp the appendix and I happened to see that the right tube was present. The right tube was grasped with a babcock and it was seen that there was a remnant of the right ovary also present. The pelvic sidewall was opened and we dissected out the vessels of the infundibulopelvic ligament. A right angle was used underneath and a free tie was passed to tie off these vessels. Cautery was then used to cauterize through them. Again, these areas appeared to be hemostatic and the specimen was taken for pathology. This specimen was also scarred to the right side wall, so there was careful dissection of the remainder of the round ligament as well. At this time, we were able to easily identify the appendix. It was grasped with a babcock clamp. A stapler was then used to slide under the edge of the appendix at the level of the colon. The stapler was then activated, ensuring that the remainder of the bowel was out of harm¿s way. The appendix was then clamped on the other side to ensure no spillage. A scalpel was then used to remove the appendix. The appendix was then removed from the abdomen and sent to pathology as well. The stapler was removed. This area appeared to be hemostatic. At this time, the left side of pelvis was revisited where there was previously some oozing of blood. After holding pressure for an extended period of time we were able to re-visualize and further irrigate the tissue. There continued to be some bleeding from that serosal edge. Therefore, it was felt that avitene would be best to use there. The avitene was placed on the serosal edges as the bleeding was just a small amount and was not an active vessel. The avitene appeared to activate and the area became hemostatic. All ties were cut. The peritoneum was then closed in a running fashion using a 3-0 vicryl. The muscle bellies were re-approximated in a running fashion as well. The bladder edge was cauterized with the cautery for hemostasis. The muscle bellies appeared to be hemostatic. The fascia was then closed with 0 vicryl in a running fashion. The subcutaneous fat was irrigated and cauterized for hemostasis. 2-0 plain gut was used to re-approximate the subcutaneous tissue and a 4-0 monocryl was used to close the skin. Sponge, lap, and needle counts were correct x 2. After removing all instruments, we did remove the o¿connor-o¿sullivan and unpacked the bowel. The patient was then taken to the recovery room in stable condition.¿ urine output: urine output was 300 ml of clear yellow urine at the end of the procedure. Intravenous fluids: 1500 ml of crystalloid. Drains: a foley catheter was left in place. Estimated blood loss: estimated blood loss was 250 ml. Complications: none. Condition: stable. Disposition: [ni]. (B)(6) 2015: (B)(6), md. Operative report. Preoperative diagnosis: abdominal pain from old abdominal mesh with ventral hernia. Postoperative diagnosis: abdominal pain from old abdominal mesh with ventral hernia. Procedure performed: 1. Exploratory laparotomy with extensive lysis of adhesions and explantation of old polytetrafluoroethylene mesh. 2. Repair of ventral abdominal wall incisional hernia with a 20 x 15 cm xenmatrix mesh with bilateral myofascial advancement flap closure. 3. Placement of a 15-french subcutaneous drain. Anesthesia: general and local. Indication for procedure: the patient is a 38-year-old african-american female, who has multiple abdominal surgeries including open cholecystectomy, attempted laparoscopic cholecystectomy, and 2 ventral hernias. The last one was repaired with a large polytetrafluoroethylene mesh. She has had significant symptoms of recurrent nonrelenting [sic] abdominal pain due to this mesh. She also has some weakness of the abdominal wall where the mesh was placed with what appears to be another recurrent ventral hernia in the midline. Indications, risks, benefits, alternatives to the surgery were discussed with the patient. The initial treatment with possible pain management and injection therapy were offered to the patient, but she wanted to have the mesh removed and the abdominal wall reconstructed. Procedure: ¿the patient was taken to the operating room and was given general anesthesia. Her anterior abdomen was prepped and draped in the sterile manner. A vertical elliptical midline incision was made, and the old scar and the umbilicus were excised. The fascia was opened and the peritoneal cavity was entered. The old mesh was carefully explanted after removing it from the posterior rectus sheath. During this process, the posterior rectus sheath became very weak. After explantation of the mesh, the extensive adhesiolysis was performed. The bilateral myofascial flaps were raised to the lateral edge of the rectus muscles. A 15 x 20 cm xenmatrix mesh was placed in a vertical orientation and sutured all around lateral to the previous mesh placement with the help of #1 ethibond sutures on ctx needles. After this repair, the midline fascia and advancement flaps were closed in the midline with #1 ethibond running suture. A 19-french drain was placed in the subcutaneous tissue and was brought out on the left lower quadrant and secured to the skin with 2-0 silk. The deep subcutaneous tissue was closed with 0 vicryl. Skin was closed with 2-0 vicryl and staples. Sterile dressings and an abdominal binder dressing were applied. Initial and final sponge, instrument, and needle counts were taken and reported to be correct. The patient was awakened and transferred to postanesthesia care unit in stable condition. Estimated blood loss: [ni]. Complications: [ni]. Condition: [ni]. Disposition: [ni]. (B)(6) 2015: (B)(6). Implant record: xenmatrix mesh. (B)(6) 2015: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2015 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral/incisional hernia repair on (B)(6) 2009 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, abdominal wall damage, extensive adhesions w/ lysis, hernia recurrence, mesh removal, additional surgery. Additional event specific information was not provided.